Event description:
Patient revised because of screws loosening and backing out.

Manufacturer narrative:
Examination was not possible, as the products were not returned. Although the complaint is non-verifiable, provided information states the screws backed out because of non-union. The investigation was limited to the information provided, as the lot numbers required the review the device history records were not provided. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.